Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a urological procedure, the balloon burst. Another device was opened to continue the procedure, however, the balloon deflated slowly in use. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. No bleeding occurred.

Manufacturer narrative:
(B)(4). A second device was received on 11 feb 2017. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Instrument one was received with a cut in the balloon was unable to be inflated and the locking collar was unable to function due to the break. Instrument two was received with a cut in the balloon was unable to be inflated. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The investigation detected a secondary condition of handling rough due to the broken lock collar. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.